Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician professional reported that following an intraocular lens (iol) implant procedure the patient unhappy with the distance vision and eyes are dry treated with eye drops. Additional information has been requested.